Event description:
It was reported that during an unknown procedure, the surgeon was unable to fire further at 1/4. The staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the reload was received in good visual conditions. The cartridge reload had the proximal 10 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. The cartridge reload was manually unlocked and loaded into a test device. The reload fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.